Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Several circuit boards were replaced and the software was reloaded. The system was then found to be operating as intended.